Event description:
It was reported that a malfunction with code malf 9 occurred. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue returns, which they acknowledged and understood.